Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support, who provided pump reset information and helped with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if any malfunctions occurred in the future.